Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a big crack on the front screen and could not use the pump. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and crack was not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
No cracked display window noted. No damage noted on the lcd glass. The pump was received with minor/deep scratched display window. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched display window cover, scratched/dented case, cracked case at the battery tube side, cracked case at the corner of the belt clip rail, faded/scratched serial number label, peeling keypad overlay, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. No cracked display window noted. No damage noted on the lcd glass. Damage- cracked display window not confirmed. Cosmetic damage was confirmed at the front of the pump (minor/deep scratched display window). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.